Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the surgeon broached up to a 4 broach and implanted a size 4 trilock std. It sat proud and after rebroaching it still sat proud. He then removed the stem, rebroaching again and we opened a new size 4 std trilock. This delayed the case about 5-10 minutes but was not detrimental to the outcome of the case. The operative side was the right hip. I sent the implant to spd to be sterilized and I will attempt to return it. Implant- trilock size 4 std 101204040 lot- j04a41. Doe: (B)(6) 2021, right hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot : a search of the depuy nonconformance (nc) quality system found no nc¿s associated with this product/lot combination. Device history review : a search of the depuy nonconformance (nc) quality system found no nc¿s associated with this product/lot combination.